Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported that the pump was not working correctly. There were pressure problems. There was no patient harm or surgical delay. There was no information on how the procedure was completed. Additional information provided by the sales rep via phone on 04-17-18. The doctor felt as though the pressure was too high and pushing to much water through.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Correction: the manufacturer contact name has been updated as (B)(4). Contact phone number and email address have been updated accordingly. The device was received at the service center and evaluated. Per service manual operational and diagnostic analysis does not confirm the reported issue (pressure problems). The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. No further investigation beyond what is noted below will be conducted on this complaint. It was confirmed that serial number (B)(4) for product code 284580 was not manufactured in kimball. This is legacy fms product. A review of lot/batch history for each legacy fms product complaint received by mitek is not recommended since legacy manufacturer no longer exists, and it is no longer possible to make process corrections or corrective actions. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot = it was confirmed that serial number (B)(4) for product code 284580 was not manufactured in kimball. This is legacy fms product. A review of lot/batch history for each legacy fms product complaint received by mitek is not recommended since legacy manufacturer no longer exists, and it is no longer possible to make process corrections or corrective actions.